Event description:
It was reported that prior to a percutaneous endovascular aneurysm repair procedure, pre-close placement of the sutures was attempted in a 7-french sized calcified right femoral artery using perclose proglide devices. Reportedly, after deploying the first proglide device suture, an attempt was made to deploy the second proglide device, but after the needle plunger was depressed, resistance was met while attempting to return to the start position the lever to park the foot. The operator did not force the device but instead, performed a cutdown of the artery to remove the device. All sutures were removed and the vessel was surgically sutured to achieve hemostasis. Although there was one fleck of calcium in the vessel seen on a computerized tomography (CT) scan, the calcium was not seen caught in the device. A clinically significant delay of thirty minutes was reported. There were no reported adverse patient sequelae. The physician was reported to be in training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was no reported complaint for this incident; however, the analysis of the returned device indicates that the suture was pulled out from the artery. The suture bight/loop remained loaded on the suture bearing and the knot was formed. This is consistent with successful needle deployment and suture retrieval. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: lunderquist; sheath: 18-french and 7-french, heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide, referenced is being filed under a separate manufacturer report number.